Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient admitted in with acute myocardial infarction/cardiogenic shock was implanted with an impella 5.0 device for mechanical circulatory support. It was noted that the impella 5.0 was implanted as a bridge-to-lvad, and the procedure was complicated by high purge pressure, despite the patient being treated with argatroban for heparin-induced thrombocytopenia (hit). The cardiologist initiated tissue plasminogen activator (tpa) therapy that afternoon. The patient was considered stable under impella support, although high purge pressure persisted despite the tpa infusion in the purge solution. Additional information was provided that noted the patient expired. There is not enough information to exclude the impella device as an associated factor in the patient's demise.